Event description:
Reportedly, the patient had hyperpotassemia and some symptoms of heart failure. The patient was hospitalized on (B)(6) 2011 due to suspected gastrointestinal tract bleeding. On (B)(6) 2011, pacing failure was observed on the ECG monitor, the subject device was interrogated, external pacing was started, but non-capture was indicated. After the interrogation, the device was programmed in vvi mode, which was different from the original setting. Non capture was also observed at that time (vvi, 80ppm, output 5v/0.5ms). The pacemaker was re-programmed to the previous setting, ddd. A pulse could then no longer be found and cardiac massage was started. Pacing failure continued during that time. Cardiac arrest and then patient death were confirmed. The physician indicated that the patient's death was not suspected due to pacemaker.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.